Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #76443 and #kr76443 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 47,6 hrc and was found to be good. No nonconformance reports were generated during production the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device is in good condition. There is no sign of non-conformity. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. Considering no non-conformity was found, no root cause could be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the resident applied the forceps and the ratchet would slip and not catch.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the ratchet lock on the reduction forceps is not holding. No evidence of patient involvement was reported, it is unknown when the event occured this is report 1 of 1 for (B)(4).